Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. On (B)(6) 2019, the patient went to a sleep evaluation and the providers found him to be confused. It was also noted that the patient¿s wife noticed worsening confusion. On (B)(6) 2019, the patient went to a heat failure clinic and was found to be altered. The patient was admitted at that time. The patient was found to be grossly volume overloaded and had worsening symptoms in the setting of dietary indiscretion and home medication non-adherence. The patient agreed to diuretic medication and declined other interventions. The patient received continuous aggressive diuresis. The patient experienced right heart failure, psychiatric episode and metabolic encephalopathy. The patient remained in the hospital and was given vasodilators and inotropes. The patient had rapid weight loss due to a loss of appetite. The patient also had melena and then hematochezia, and was administered a proton pump inhibitor twice daily. The patient ultimately expired due to complications of end stage heart failure (refer to (B)(4)). The heartmate 3 lvas IFU lists bleeding, right heart failure and psychiatric episode as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section contains a subsection entitled ¿right heart failure¿. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that upon admission, the subject had a gastrointestinal hemorrhage with melena then hematochezia and possibly hematemesis over the last several days with a progressive gradual drop in hemoglobin. Gastroenterology was consulted and the subject was administered proton pump inhibitor twice daily and treatment also included blood transfusion.